Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The device was to be "turned off" because a competitive device was implanted. When attempts to communicate were unsuccessful, it was noted that the physician might remove the device.